Event description:
It was reported that "superior and inferior screws backed out. In 2009, all surgical steps were used per the surgical tech guide. All screws were final tightened-visually, I saw the surgeon, and it appeared on x-ray that all screws were final tightened".

Manufacturer narrative:
It was reported the screws are backing out of the plate. The screws involved are: thor standard screw 6.0 x 28mm, cat#: 48036028 and thor standard screw 6.0 x 31mm, cat#: 48036031. At this time, there is not enough info on the screw. If add'l info on the screw become available, this MDR will be updated accordingly. Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.